Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, during a hemodialysis treatment, the dialysis machine alarmed due to the blood pump door opening. The bloodline was repositioned; however, the alarm repeated. Upon inspection, air was observed in the pump segment and the arterial pod of the bloodline was cracked, resulting in blood leakage. The treatment was terminated, and the patient's blood could not be safely returned. The patient, with a history of end-stage kidney disease (eskd), had low hemoglobin and required a blood transfusion during admission.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.